Manufacturer narrative:
(B)(4).

Event description:
It was reported the access system became kinked after a full recapture. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman® laa closure device & delivery system (wds) was advanced through a watchman® access system (was) and the closure device was deployed. The closure device was not positioned correctly; the protrusion was too much. Therefore, it needed to be fully recaptured. During the recapture, it was noticed that the access system was kinked. The wds and was were removed from the patient and exchanged for a new devices to successfully complete the procedure. There were no patient complications and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) with a dilator inside the sheath. The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination), and a kink in the sheath located 5 cm from the hub/valve. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the access system became kinked after a full recapture. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman laa closure device & delivery system (wds) was advanced through a watchman access system (was) and the closure device was deployed. The closure device was not positioned correctly; the protrusion was too much. Therefore, it needed to be fully recaptured. During the recapture, it was noticed that the access system was kinked. The wds and was were removed from the patient and exchanged for a new devices to successfully complete the procedure. There were no patient complications and the patient is stable.